Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas jp needle had the hub separate from the device before use. This event occurred 3 times. The following information was provided by the initial reporter, translated from japanese to english: "the needle with the shied was separated from the hub ."

Manufacturer narrative:
H.6. Investigation summary customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the needle with the shield was separated from the hub. One syringe was returned with the hub-needle/shield assembly separated from the barrel. The remaining syringe was tested and no defects were observed on this sample. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syr 0.3ml 30ga 8mm 7bag 420cas jp needle had the hub separate from the device before use. This event occurred 3 times. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle with the shied was separated from the hub ."